Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in decontaminated condition. Visual inspection performed. Device had cracked battery compartment, cracked battery door, scratched liquid crystal display (lcd) lens, worn downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. Performed functional testing. The customer's reported problem could not be duplicated - no problem was found. No root cause could be determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a "cassette not attached" error. The product fault occurred during testing. There was no patient involvement, and no harm/adverse event reported.